Manufacturer narrative:
The facility declined a service visit and reported they will have their bio-medical engineers evaluate the issue. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B) (4). (B) (4).

Event description:
Adverse event(s): "no patient impact" (no known impact or consequence to patient). Product problem(s): "system message" (device displays error message). The customer reported receiving a system message. The customer had a backup unit, but it was being used in another room. Additional information was requested. Add'l info was received. The system was switched out and the case was completed. There was no pt impact.